Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with more than 200 units of insulin. Customer added insulin to the cartridge and loaded it successfully. Additionally, it was reported that resistance was experienced during the fill process. A cartridge change was performed resolving the issue and insulin delivery was resumed. Customer's blood glucose level ranged from 80 mg/dl to 120 mg/dl.